Manufacturer narrative:
One device was returned for repair of complaint of broken case at the battery door. Analysis of device found a lifting downstream occlusion (dso) seal. This malfunction is reportable as it could lead to therapy delay or interruption. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found over 600 downstream occlusion events. Visual and functional testing was performed found the downstream occlusion (dso) seal lifting. Replaced dso sensor and seal. Device passed testing post repair.

Event description:
It was reported that the pump had a broken case at the battery door. The event occurred during testing. Analysis of device found a lifting downstream occlusion (dso) seal. This malfunction could prevent proper detection or trigger false alarms, blocked medication flow, leading to therapy delay or interruption. The complaint is reportable, based on the investigation results. There was no patient involvement.